Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was when attempting to recharge the ins the controller battery would be at 100% battery and once the ins could get to 60% or 70%, the pt would get a message that the controller battery needed to be recharged before they could finish recharging the ins even though the controller was at 40% or 50% battery. Pt could not get the ins to charge to 100% battery. They reset the controller and nothing was working. Sometimes when they plug the controller into the ac power supply the controller was on and when they would check the controller charging status later, the controller would not turn on unless they reset the controller. Pt said this issue started maybe in (B)(6) 2024 but they had nothing but problems since the new ins was in them. During call pt verified no damage to the controller battery, controller battery compartment, controller charging port, or rtm. The issue was not resolved. Pt did not want equipment sent out to them since they were leaving town. Pt verified shipping was going to be address on file and they will call patient services back to inform when it was ok to ship. Pt will be calling back for a controller replacement. Later, patient called back with alternate shipping address for the controller. A replacement controller was sent out. No symptoms were reported. Patient called back inquiring assistant setting up the controller. During the call when setting up the controller when the patient unplugged the controller from the ac power supply the screen would go black. Patient confirmed that there was no battery inside the controller. Patient mentioned that they did not take out the old battery from the old controller before they sent it back. A replacement battery pack was sent out. Pt reports that they got replacement controller and battery pack but need help with setup. During the call they took bp out of controller and when I asked them to read the serial number, they said there is no serial number in controller. That made me think a piece of the bp is stuck in controller, but pt swears there isn't. Pt started to become combative. When I asked if anyone else is there to give it a fresh set up eyes, they became highly escalated and called me a liar, etc. Pt then ended the call. Pt called back and said they had just called but were upset at the previous agent and decided to disconnect the call. Pt said the controller they were sent a controller with a serial number torn off. Tss understood the pt got the dummy controller. Pt was confused. Tss explained the shipping process for the battery pack. Pt mentioned the battery pack cover was difficult for them to get on and off. Pt went through pairing process for replacement controller after installing battery pack. Pt said they had not used their therapy for almost a month because of the issues they were experiencing. Pt said the controller would not come on at all yesterday and pt could not finish pairing process. During the call, then started recharging their ins with excellent recharge quality. Ins charge was low and controller charge was 80%. Pt then kept getting no device found, so tss had to pt reset the controller and pt got no device found when they tried to charge ins. Pt entered passive recharge mode and got 0, 0, 0. Pt mentioned the recharger cord was hot to the touch. Tss emailed repair department to replace the recharger.

Manufacturer narrative:
H3: the device 97755 recharger (rtm), serial number (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger antenna and a "poor recharge quality" message was seen. Worn donut and that does not impact the functionality of the recharger. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.